Manufacturer narrative:
The drill was received by the MFR; the complaint was confirmed. The rotor in the motor was found to be corroded. The presence of corrosion or debris can lead to increased friction between rotating components, resulting in heat being generated.

Event description:
It was reported that at the start of a procedure the drill handle heated up. Although there was a 10 minute delay, there was no medical intervention required and no adverse consequences alleged with this event. The procedure was completed successfully with a backup drill.